Event description:
A report was received that the patient was experiencing redness, swelling, and blistering over the ipg site.the physician prescribed oral and topical antibiotics. The physician does not feel these problems are device related.

Event description:
A report was received that the patient was experiencing redness, swelling, and blistering over the ipg site. The physician prescribed oral and topical antibiotics. The physician does not feel these problems are device related.

Event description:
A report was received that the patient was experiencing redness, swelling, and blistering over the ipg site.the physician prescribed oral and topical antibiotics. The physician does not feel these problems are device related.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.